Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 166mg/dl, 138mg/dl, 207mg/dl, 152mg/dl. Customer normally reads between 100 - 200 mg/dl. No adverse event reported.